Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion battery and x-ray batteries were weak. The manufacturing representative replaced the x-ray and motion battery and replaced the mobile view station (mvs) uninterruptible power supply (ups) battery. The imaging system then passed the system checkout and was found to be fully functional. The batteries and mvs ups was discarded by the site. No further analysis could be completed. Other relevant device(s) are: product ID: bi71000125. Product ID: bi71000126. Product ID: bi71000481. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, when the image acquisition system (ias) is unplugged from the mobile view station (mvs), the ias shuts down immediately. The batteries are not holding a charge. There was no patient present when this issue was identified.